Manufacturer narrative:
Exemption number e2019001. Visual inspection was performed. The reported crack/break was not confirmed. A piece of the strain relief material was separated at the distal end of the of the strain relief was noted. The separated portion of the strain relief appears to have potentially originated from the molded component supplier. However this defect is cosmetic and nature and would not affect the performance of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed two other incidents for a crack/break. The investigation was unable to determine a conclusive cause for the reported issue. Based on the information reviewed however, a potential product quality has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The two additional supera devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that during inspection at century medical inc. It was noted that three supera devices (6.5x150mm) were noted to have a crack on the product. The devices were not used. No additional information was provided. The return device analysis for all three 6.5x150mm superas identified that a piece of the strain relief material was separated at the distal end of the of the strain relief.